Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was received with normal output and normal telemetry communication. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found at normal level, signs of rapid discharging were noted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.